Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 14. On (B)(6) 2022, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.